Event description:
The customer reported substrate portion of system check failed after performing weekly system maintenance involving the unicel dxc 600i synchron access clinical system. The customer stated patient samples were not analyzed at the time of the event. There was no patient impact. Beckman coulter customer technical support (cts) advised the customer to check the fittings on the substrate cap, and the customer discovered one of the fittings was loose. The customer tightened the fitting and repeated the system check which passed within instrument specifications. Quality control (qc) recovery was within the laboratory's established ranges. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting via the telephone. (B)(4).